Event description:
It was reported that a patient underwent a bunionectomy procedure on (B)(6) 2011 and suture was placed subcutaneously. The patient healed beautifully. Then two weeks after the procedure the patient noted a reddened area and suture spitting. The surgeon stated there was no infection, just slight redness. The suture was removed and the patient was treated with antibiotics and it cleared up. The site reddened again and another suture was removed on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.